Manufacturer narrative:
Visual inspection was performed on the sample upon receipt, during which no anomalies were noted anywhere on the device. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. There was an intermittent squealing sound noted during the test. This anomaly could be heard mostly during the 2100 rpm and 2400 rpm intervals. It was not a strong squealing sound, and would come and go during the circulation. The issue experienced by the sample is likely due to an abnormal interaction between the seal rotor and stator surfaces. (B)(4). Method - actual device evaluated; visual inspection, acoustic noise testing, manufacturing review. Results - mechanical problem. Conclusions - known inherent risk of procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the delphin head was squealing. No impact or consequence to the patient; product was changed out; procedure was completed successfully.